Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was damage by company handpiece injector. Haptic was broken or torn or missing. Scratch or mark on optic or blemish or indentation or scuff mark or score mark on optic was observed. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photo shows an iol (intraocular lens) sitting on the edge of the lens case base, outside of the well. One haptic appears to be bent and the tip of the haptic appears to be touching the optic edge. The other haptic appears to be broken/deformed. The optic edge and surface appear to be damaged. It is stated in the file that "lenses were damaged at implant time, routinely loaded, viscoelastic cartridge used and company IV injector used." Based on our observation of the attached photo, the lens appears to be damaged. The origin of the observed damage cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted at implant time, after loading into cartridge. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.